Event description:
It was reported that a patient underwent an atrial septal defect (asd) procedure with a nuvision ice catheter for which biosense webster¿s product analysis lab (pal) identified a breakage in the shaft with braid exposure. Initially it was reported that there was a temperature too hot on the nuvision us unit. They reseated the catheter and the issue did not resolve. The catheter was replaced and the issue resolved. The procedure continued. No generator used. There was no patient consequence reported. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 19-jul-2024 there was breakage in the shaft with braid exposure observed. The event was originally considered non-reportable, however, bwi became aware of a breakage in the shaft with braid exposure on 19-jul-2024 and have assessed this returned condition as reportable.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 19-jun-2024. The device evaluation was completed on 19-jul-2024. The product was returned to biosense webster (bwi) for evaluation. A visual inspection and functional tests of the returned device were performed following bwi procedures. Visual inspection revealed a breakage in the shaft with braid exposure. The device was connected to an ultrasound console, and the error ¿probe temperature too high¿ appeared on the system. Due to this error, electrical probing at the receptacle was performed on the power, communication, and digital lines and, an unstable reading was observed on the thermistor line values when the device was deflected. The unstable reading could be caused by an electrical breakage of the thermistor lines, which could be related to the error observed; however, this cannot be conclusively determined. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified during the review. The high temperature issue reported by the customer was confirmed. The potential cause of the failure could not be determined. The instructions for use contain (IFU) the following recommendations: do not disconnect the catheter nor the cable from the ge ultrasound system while scanning. If necessary, it is recommended to disconnect the system connector of the cable from the system in the freeze mode. The damage observed at the shaft is unrelated to the issue described by the customer. Clarification was requested to the customer regarding the breakage in the shaft, and no additional information was received; therefore, the damage could be related to the handling of the device after the procedure or during the shipping process; however, this cannot be conclusively determined. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: -investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: rod/shaft (g04112) were selected as related to the biosense webster inc. Analysis finding of the ¿breakage in the shaft with braid exposure¿. -investigation findings: open circuit (c0205) / investigation conclusions: cause not established (d15) / component code: electrical lead/wire (g02015) were selected as related to the customer¿s reported ¿temperature too hot" issue. Manufacturer's reference number: (B)(4).